Manufacturer narrative:
A ge rep evaluated the system and found the customer exceeded the storage limit for the gsp system, which is 60 images. The system operates as intended.

Event description:
The customer reported that saved images are missing. No pt injury was reported.